Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse determined ambient and differential (diff) temperature was erratic and the fse replaced the cpu board, the diluter 4 (control) card, diff heater 2 cable and the stain temperature setpoint was adjusted to resolve this issue. (B)(4).

Manufacturer narrative:
The harn liquid valve from the instrument was returned to beckman coulter for investigation. Bench testing of the component showed that it was defective, as it did not actuate when connected to the required 24 volt power supply.

Event description:
The customer reported their lh750 instrument was intermittently not giving differential results (non-numeric incomplete codes in place of results). No erroneous results were generated in connection with this event.